Event description:
During a breast biopsy, when removing the marker from the pt's breast, after deployment, the plastic tip was sheared off into the pt's breast. There was no pt consequence reported, the physician retreived the plastic tip from the pt's breast.